Manufacturer narrative:
The referenced ldh value elevation in (B)(6) 2017 was reported under medwatch MFR. Report #2916596-2017-01173. (B)(4). Approximate age of device ¿ 1 year and 4 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s lactate dehydrogenase (ldh) level had been rising since the beginning of (B)(6) 2017. On (B)(6) 2017, the patient was admitted to the hospital with an ldh of 1400 u/l with a therapeutic inr of greater than 2. Occasional pump power elevations to 9.5 watts were noted. The ldh decreased to 1000 u/l on an unspecified date. On (B)(6) 2017, the patient¿s ldh continued to increase. A system controller log file was reviewed by the manufacturer¿s technical services representative and a trajectory with increasing pump powers and decreasing pulsatility index events was observed. This type of trajectory has been linked to the possible presence of thrombus. On (B)(6) 2017, it was reported that the patient¿s ldh levels had been going up and down, and the patient was feeling more fatigued. The ldh on (B)(6) 2017 was at 2062 u/l, the patient¿s liver function tests were elevated, and their haptoglobin level was low at less than 30 mg/dl. The patient remained hemodynamically stable and multiple ramp echocardiogram results had shown that the pump was working. On (B)(6) 2017 the patient¿s b-type natriuretic peptide (bnp) level was 2000 pg/ml, creatinine levels were elevated, and the patient experienced some shortness of breath. The patient underwent a pump exchange on (B)(6) 2017 to another manufacturer¿s pump. Reportedly, a large thrombus was observed on the rotor of the lvad post-explant. No additional information was provided.

Manufacturer narrative:
A potential cause of the reported increase in lactate dehydrogenase (ldh) and power changes was confirmed through the evaluation of the explanted pump. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation surrounding the rotor¿s bearing ball and the inlet stator¿s bearing cup, which was pulled out of its bore upon disassembly. The laminated structure and areas of denaturation indicate that this thrombus likely formed over an undetermined period of time while the device was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the elevated pump power and increased ldh. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.